Event description:
A malfunction was reported by the caller on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction code reappeared and acknowledged the instructions.